Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the battery cap had damaged threads. Additionally, the display screen was faded, discolored and difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, multiple pump reboots were observed in the pump history. Evaluation revealed that the battery compartment was cracked. The battery cap was found to have damaged threads and did not fully tighten to the pump. A power loss was observed during testing. Evaluation also revealed that the display screen was faded, discolored and difficult to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.